Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed recurring alert 38 indicating a motor stall that interrupted a supply change, after which a force restart was performed and a dry run of supply loading completed successfully; the patient then completed an inset supply change, reconnected the pump, and resumed insulin delivery, with a reported blood glucose of 316 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.